Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "foreign matter in the syringe body. (1ml syringe ll)"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "foreign matter in the syringe body. (1ml syringe ll)"

Manufacturer narrative:
H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, a strand of black foreign matter was seen in the fluid path of the barrel. The fourier transform infrared spectroscopy (ftir) analysis shows that foreign matter is most likely composed of cellulose with traces of silicone. The marking and assembly process were reviewed as part of this investigation along with technician logs. No relevant issues or adjustments that would have directly contributed to the foreign matter defect were noted. Potential root cause for silicone is associated with syringe manufacturing process. Silicone lubricant is applied as a spray of particles to the inside of the barrel. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. The cellulose based foreign matter defect could not be confirmed to have originated at the manufacturing plant as cellulose and similar materials not used anywhere in the assembly, mold and marking process. However, the needle geometry for the 30 gauge needle used was examined and given the inside diameter range of 0.1397mm to 0.2032mm and the foreign matter width of 0.04mm, it was determined that it may be possible for the foreign matter to be drawn up through the needle. While the root cause for the cellulose based foreign matter could not be determined to have originated at the manufacturing facility the following corrective actions will be taken to help mitigate foreign matter presence on this assembly line and tracked via internal exception report. Removal of the unused barrel hopper. (Due (B)(6) 2022). Installation of a barrel rail deionizer. (Due (B)(6) 2022) a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "foreign matter in the syringe body. (1ml syringe ll)."